Event description:
Reportedly, the device did not work properly (hight gradient - ppg 22mmhg) and was explanted after an implant duration of 1 month. Avi files from the patient's echo were received and forwarded to an independant consultant for review. The review was received and states: the mitral bioprosthesis appears to have thin, pliable cusps. However, diastolic opening of at least two cusps is limited, creating an orifice diameter approximately three quarters of normal (correlating with a cross-sectional geometric orifice area of approximately 56% of normal). Doppler interrogation is not available for review. The reported gradient of 22 mm hg presumably is a peak gradient. However, the peak transmitral gradient is not a reasonable descriptor of resistance across the valve; and other than to say that the mean mitral gradient would be much less, there is no reliable correlation between peak and mean mitral gradients. The etiology of the observed findings cannot be reliably determined based on available images, but the differential diagnosis at least should include suture looping around a strut. See attached for full response. At 05/11/2009, there is no patient information, history, customer experience report. There can be no device history record (DHR) review as the serial number of this device has not been reported. No additional information has been provided by the surgeon or the health care provider after repeated requests for additional information. The device was explanted in 2009; however, it has not been received for evaluation. No additional information is available at this time.

Event description:
Same case as MFR report #: 2134265-2009-04024, -04025. It was reported that during a carotid artery stenting procedure, filterwire removal difficulty was encountered. The filterwire ez was successfully deployed, predilation was performed, a 10x24mm carotid wallstent was implanted and fully deployed at a bifurcation of the left internal and common carotid artery. The sent was post dilated. Upon attempting to remove the filterwire ez, the physician experienced difficulty maneuvering the filterwire past the proximal portion of the carotid wallstent. A bent tip retrieval sheath was also attempted, but the filter "migrated". The loop of the filterwire was not captured in the retrieval sheath. The filterwire was removed with the access sheath in an open loop state. The vessel involved was reported to be moderately tortuous and moderately calcified at the proximal portion of the carotid wallstent. There were no patient complications as a result of this event.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Device evaluation: no inconsistencies detected in the valve or the x-ray. The valve will be sent to research and development for functional testing. On 9/14/09- research and development concluded with the following: ¿this valve was reportedly explanted after being implanted for 1 month due to ¿the valve did not work properly (high gradient-ppg 22 mmhg)¿. Review of the echocardiographic recordings indicates that the diastolic opening of at least two cusps was limited. As-received, there were no marks or other physical manifestations evident on the valve that might explain the in vivo behavior. Edwards in vitro standardized functional tests showed the mean pressure drop is 5.9 mmhg and an eoa (effective orifice area) 1.1 cm2, which is lower than the 1.20 cm2 minimum requirement for a 25 mm size valve. The reduction in eoa for this valve was due to one leaflet not opening fully. A restricted opening, however, is not uncommon in returned valves that have been exposed to blood and then stored in formalin, which can result in increase in leaflet stiffness and decrease in mobility. The total regurgitant fraction (trf) is more than 2 times lower than the 15 % considered acceptable in this size. The ultimate cause of ¿the valve did not work properly¿ remains unknown.¿